Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument could not be recognized by system. The leds turned orange but did not give an error message. Customer checked drape and found that it was properly covering the carriage. The instrument was tried on different arms but with no change. The procedure was completed with no reported injury.